Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet would not charge despite attempts with multiple outlets, repositioning on the pad, cleaning the surface, and trying an alternate off-brand charger, and a replacement ilet and charging pad were shipped. Symptoms included abdominal pain and presence of ketones, with a reported blood glucose high of 401 mg/dl and inability to correct, and no device alerts occurred. Outcomes included non-medical assistance from caregivers and no medical intervention or hospitalization. Investigation included confirmation of device details and replacement logistics with instructions to shut down the device and guidance on data handling and cgm continuity. Investigation of this device revealed a suspected charging failure of the pump and charging pad consistent with battery depletion and inability to charge. It was concluded, based on previously established findings for similar reports, that the cause was likely a device charging malfunction.